Manufacturer narrative:
Hypotension/ arrhythmia: the cause of the injury was not determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced hypotension and arrhythmia but maintained stable on impella support. The patient was reported to have survived the procedure.